Event description:
It was reported that (1) hp052 device was used during a heart redo. It was reported by the rep the device had constant lockout. It is unknown how the case was completed. There was no pt consequence.